Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was removed and a new pod was applied for treatment.

Manufacturer narrative:
The device was received not deployed. Inspection of the download data shows that a drive stall occurred due to the hook talons slipping as indicated by a dip in pulse width in tandem with a failure to transition in the rotational sensor data. Rerun of the device did not replicate the slipping. No damages or defects were found that would cause the hook talons to fail to detent the gear. The hook talons slipping can be confirmed as the cause of the reported drive stall and resulting needle mechanism failure however the exact cause of the hook talons slipping could not be determined.